Event description:
It was reported the bronchofibervideoscope biopsy needle broke off in the scope. The issue occurred during a diagnostic endo-bronchial ultrasound. The procedure was cancelled, and the patient underwent a chest x-ray and CT scan to locate the broken needle. The was no confirmation of foreign material left in the patient. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h3 the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info.